Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction or product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2013, approximately 1.5 years post implantation of a 3.0x28mm xience v stent in the proximal left anterior descending coronary artery, the patient experienced unstable angina. On (B)(6) 2013, the patient was hospitalized. On (B)(6) 2013, a non-abbott stent was implanted due to 95% in-stent re-stenosis, resolving the event. On (B)(6) 2013, the patient was discharged. There was no additional information provided.